Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio downloaded the electronic records from the device (during the time of the event) and was able to verify that the device experienced multiple inappropriate losses of power. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that while transporting a patient to a nursing home, their device powered off multiple times by itself.  The customer advised that medical personnel had initially powered on the device and was connecting the patient in order to monitor blood pressure, but when they looked up at the device they saw that it had powered off.  Medical personnel then powered the device back on but it powered back off following completion of the initial power on self-test.  The device was powered on again and remained powered on for the remainder of the transport.  No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, those attempts have been unsuccessful.

Manufacturer narrative:
Date of event, of the initial medwatch report indicates:  (B)(6) 2017. Date of event, of the initial medwatch report should have indicated:  (B)(6) 2017. New information for supplemental medwatch report: physio-control performed additional testing of the device but was still unable to duplicate the reported loss of power.  Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.